Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that a cartridge alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 290 units of insulin during the load sequence. Customer changed pump supplies to address the issues. Customer¿s blood glucose level was 300 mg/dl.